Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The instrument passed electrical continuity testing.

Event description:
It was reported that during the reprocessing of a da vinci double fenestrated grasper instrument, wires were observed to be fraying. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.